Event description:
The customer contacted baxter's technical service center to report an increased intra-peritoneal volume (iipv) on a homechoice (hc) device during the first fill cycle. The home patient (hp) stated he performed an off cycler fill using a manual bag today; he filled with 2000 ml, which is the largest prescribed fill volume (lpfv). When the hc said verify the initial drain (I-drain) he left it at 0. The machine went to fill 1 and input 1616 ml, and the hp realized that no I-drain was done. The hp stated he had no symptoms. The baxter technical service representative (tsr) had the hp press stop and arrow down to manual drain. The hp drained out 4279 ml, and the largest prescribed fill volume is 2000 ml. The tsr then had the hp bypass to drain 1 of 5 and took out an additional 27 ml before the machine moved to fill 2. The total drain volume (dv) is 4279+27 = 4306 ml. (Dv - lpfv)/lpfv = (4306 - 2000)/2000 = 1.15. The volumes meet criteria for increased intra-peritoneal volume (iipv). The hp continued with therapy. The homechoice meets device specifications and is safe to leave in the customer's home. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.